Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen-related alarm (check vent: oxygen device failed) did not stop sounding. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The alarm no longer sounded after rebooting the unit. The customer asked the service engineer to come back and perform a check. The service engineer came back to check the unit and was unable to confirm the reported symptom. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.